Event description:
The customer contacted beckman coulter, inc. (Bci), to report that their unicel dxc 880i synchron access clinical system gave erroneous results for sodium (na), potassium (k), chloride (cl) and calcium (calc) for nine pt samples. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There have been no reports of death or serious injury. The customer stated that the ion selective electrode (ise) system is calibrated once every 24 hours in the evening and quality control (qc) samples are run every 8 hours. The ise system was calibrated at 2330 on (B)(6) 2010. Qc results were within the lab's established ranges. Qc results run on (B)(6) 2010 at midnight and 0400 were within range. When urine qc samples were run at 0700, both levels were out of range low for na. The customer started a sample run at 0600 on (B)(6) 2010. At 0645, the ise results shifted. At that time it was noted that anion gaps were negative numbers. The ise system was recalibrated, qc samples run and all samples with negative anion gaps were repeated. This is report 7 of 10 medwatch reports filed for this event for pt 6 of 9 pts. A single medwatch report was filed in (B)(6) 2010.

Manufacturer narrative:
A field service engineer (fse) evaluated the system, cleaned the cl port and the electrolyte injector cup assembly, and swapped the na electrode positions. A clear root cause has not been determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add¿l reportable events.